Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) indicative of high out of range impedances. High pacing thresholds were exhibited. Isometric maneuver and system examination showed no noise, the presence of high out of range impedances was found only during bipolar configuration. Device reprogramming was performed. Technical services (ts) discussed additional reprograming options. No adverse patient effects were reported.